Event description:
It was reported that during the procedure for treatment of a lesion in the left anterior descending artery, at some point during use of the xience pro stent delivery system the stent dislodged. A balloon was inflated slightly and the stent was withdrawn from the anatomy. Although there was a significant delay in the procedure due to the device issue, there was no adverse patient sequela. Although requested, no other information could be recalled by the physician. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot identification numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.